Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The 90% instent restenosed lesion was located at the calcified bifurcation between the proximal left anterior descending (lad) and circumflex (cx). Another manufacturer's stent had previously been placed in the lesion. Directional coronary atherectomy (dca) was performed at the proximal cx. A kissing balloon technique was used with the quantum maverick monorail balloon catheter and another manufacturer's balloon catheter at the lad. The quantum maverick monorail balloon ruptured at 18 atms on the initial inflation. The procedure was successfully completed with another device. In the opinion of the physician, "the stent strut was scraped off by dca and a pin hole rupture occurred." No patient injuries or complications were reported. Patient status is reported as "good".

Manufacturer narrative:
Returned product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received and blood was observed in the inflation lumen. Visual and microscopic examination of the balloon material revealed a tear in the balloon wall located 1.9 centimeters proximally from the distal tip. Visual and microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or the ro markers that could have contributed to the leak. The manufacturing records for top assembly batch 8903840 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the balloon burst is unknown.